Manufacturer narrative:
It was reported that patient experienced ineffective therapy. Reprogramming was unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the lead replaced, a prior functioning ipg failed to re-establish communication with external devices despite being set into surgery mode. The ipg was explanted and replaced. Effective therapy was restored post operatively. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Reported phone number (B)(6). Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number 3006705815-2024-01566 it was reported that patient experienced ineffective therapy. Reprogramming was unsuccessful. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. During the lead replaced, a prior functioning ipg failed to re-establish communication with external devices despite being set into surgery mode. The ipg was explanted and replaced. Effective therapy was restored post operatively.